Manufacturer narrative:
The insulin pump alarmed with a motion sensor failure during the rewind process due to the motor encoder signal being out of phase. The motor error alarm could not be confirmed due to the motion sensor failure alarm. The pump was received with a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed with a motor error, and afterward when he tried to rewind the pump he received a motion sensor failure alarm. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the motor error. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The rewind could not be performed due to the motion sensor failure alarm recurring with each rewind attempt. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.